Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause was not identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor communication occurred due to cable defect(such as disconnection), and it caused the phenomenon reported. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation confirmed no image and found intermittent/flickering image due to faulty cable need to replace. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that there was a no image on the hd camera head. The issue occurred during preparation for use, and the therapeutic procedure (cystoscopy) was completed with a similar device. There was no patient harm associated with the event.